Event description:
The customer reported getting a pacer test failure during opcheck.

Manufacturer narrative:
The customer reported getting a pacer test failure during opcheck. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.